Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty removing the balloon was encountered. The lesions being treated were a 99% stenosed proximal circumflex (cx) lesion and a 70% stenosis within a previous stent in the right coronary artery (rca). The cx lesion was predilated with a 3.0mm x 12mm maverick balloon. The physician then successfully deployed an express 4.0mm x 16mm stent in the proximal cx. The physician then attempted to predilate the distal rca with a 2.5mm x 10mm cutting balloon but was unsuccessful. The physician then used a 2.5mm x 12mm maverick balloon to predilate the lesion. Significant residual stenosis was seen after balloon angioplasty, so the physician then successfully deployed a taxus express2 2.75mm x 16mm stent at 9 atms. The balloon was deflated and it appeared the balloon had become entrapped within the stent and could not be retrieved. The pt then developed ventricular tachycardia and ventricular fibrillation. The pt was successfully defibrillated with 200 joules of electric shock. The balloon was then inflated and deflated several times to release the balloon. A soft wire placement with the stent was attempted and unsuccessful. Finally the balloon released. Repeat angiography revealed the taxus stent not fully deployed. The physician used a 3.0mm x 12mm noncompliant balloon with multiple inflations up to 18 atms to fully expand the stent. The final angiogram revealed no residual stenosis in the stented segment with no dissection. The status of the pt is listed as satisfactory.